Event description:
It was reported that after a da vinci si total benign cholecystectomy procedure, the surgical staff alleged that the shaft of the monopolar cautery instrument appeared to be damaged. The alleged issue was reportedly identified during central processing. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The alleged complaint that the instrument's shaft was damaged was confirmed. The instrument's main tube was found to be damaged at the tip. The insulation appeared to be damaged and a small piece was peeling off. No material was observed to have been removed. Engineering concluded that the damage was likely due to mishandling of the instrument. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.